Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Subsequently, patient underwent a revision procedure on (B)(6) 2012, replacing the head and taper. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therin are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therin are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwach reports will be submitted, if necessary.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Subsequently, patient underwent a revision procedure on (B)(6) 2012, replacing the head and taper. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to elevated metal ions and synovitis. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therin are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay reason for revision from medical records and blood tests, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00847 & 03496).